Event description:
The customer reports that the device snapped at the connection of the pink hub and transparent catheter. The device was in place for 8 days.

Manufacturer narrative:
Qn#(B)(4). The customer returned one PICC catheter for evaluation. Visual inspection confirmed that the distal luer hub was separated from its extension line. The separation points are jagged and the extension line appears warped near the separation point. A portion of the distal extension line was still inside the luer hub. The outer diameter of the distal extension line measured 0.0955", which is within the specification limits of 0.093-0.097" per the distal extension line extrusion graphic. The inner diameter measured 0.056", which is within the specification limits of 0.055-0.059" per the distal extension line extrusion graphic. A manual tug test confirmed that the proximal extension line was secure within the luer hub. A device history record review was performed, and no relevant findings were identified. The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the distal extension line had separated directly adjacent to the luer hub. Additionally, a portion of the extension line was still inside the luer hub. The catheter met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Due to a rising trend of extension line separations, a CAPA was previously initiated to further investigate. The root cause has been determined to be manufacturing-assembly related. All corrective actions for this CAPA were implemented by october 2019, which is after this distal extension line lot was manufactured in february 2019.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the device snapped at the connection of the pink hub and transparent catheter. The device was in place for 8 days.